Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic stomach procedure. The clip applier was being used to close the short blood vessels of the stomach. The clips did not close completely. In order to resolve the issue and complete the case, replaced the device. There was no patient harm. The patient outcome is alive, no injury. The patient had undergone chemotherapy or radiation treatments.